Event description:
It was reported that it was not possible to deflect the distal part of catheter. The case was finished with another catheter, patient was fine without injury. After product was received and visual inspection was performed, it was found that the peek housing was broken below the electrode ring 2. This condition was not reported by the customer. After follow up with the customer to verify if this condition was present during the case, on may 24th bwi received information stating that the only condition noticed during the event was the deflection issue. It is unknown how the damage occurred. However, based on this available information, it is possible that the peek housing was damaged after use during the return of the device for analysis. However, due to the potential risk to the patient if it occurred inside patient, which it still remains unknown regarding how and when the damage occurred; bwi has determined to report this event.

Manufacturer narrative:
Investigation is still in process, once that product analysis is completed, a 3500a supplemental will be submitted to the FDA. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that it was not possible to deflect the distal part of catheter. The case was finished with another catheter, patient was fine without injury. After product was received and visual inspection was performed, it was found that the peek housing was broken below the electrode ring 2. This condition was not reported by the customer and after following up, the customer stated that only the deflection condition was noticed. Per the reported event, the catheter was tested for deflection characteristics and it passed all tests. As stated, the broken peek housing condition was not reported or noticed by the customer. The peek housing had a straight cut below the ring. The lot # was checked for similar complaints and there were no additional similar events. Based on the investigation performed, it is unknown how the damage of the peek housing occurred, but it is possible that occurred after the procedure. The reported customer complaint cannot be confirmed. During manufacturing, all catheters are inspected for visual damages before packaging. Online inspections are in place to prevent this type of damage/defect from leaving the facility. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.